Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he has been having issues with his blood glucose levels, and that he suspects that his insulin pump is not delivering insulin but not giving him a no delivery alarm. One day he finally got a no delivery alarm, and the patient's blood glucose at the time of incident was 510 mg/dl. The customer changed his infusion set and treated his high blood glucose with a bolus of insulin. The customer declined to return the infusion set and reservoir for analysis. No products were shipped to the customer.